Manufacturer narrative:
Medwatch (B)(4) is for aviva system 1, medwatch (B)(4) is for aviva system 2.

Event description:
It was reported, pt experienced a return of symptoms. There were no volume discrepancy reported, but were unable to aspirate from catheter. Hcp was going to fill the pump with saline and bridge the remaining drug, then perform a dye study. At the time of this report, no further details were provided. Additional info has been requested and will be provided when available.

Event description:
Caller reported aviva system 1 results: 195 mg/dl at 7:13 am 358 mg/dl at 7:19 am 538 mg/dl at 7:20 am aviva system 2 result of 100 mg/dl at 7:24 am. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.